Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported she experienced the trouble replacing the leaking catheter on (B)(6) 2015. When responding to a question asking for what circumstances led to the trouble replacing the leaking catheter, the patient responded they didn¿t know that there was any trouble until the doctor told her after the surgery.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was noted as non-malignant pain and failed back syndrome - other. It was reported the patient had surgery to replace the battery in the pain pump and it seemed to make the incontinence much worse. It was noted the doctor had trouble replacing the leaking catheter. It made the patient's right leg useless. After three months of physical therapy the patient still could barely walk. The event date was not provided. No further complications were reported.